Event description:
It was reported that during an attempted implant of the implantable pulse generator (ipg), noise was noted on both channels. The ipg was not used and was replaced. It was noted that it was believed that the issue was caused by electromagnetic interference (emi) in the room. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.